Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the atrial channel was broken and had no output. Analysis did find that the side bail covers were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial channel of the external pulse generator was broken and no longer had any output. It was further requested that the generator receive a test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.